Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision for leg length. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (B)(4). The photo investigation revealed that the delta cer head 12/14 36mm +1.5 shows signs of organic material and metal transfer. The observed condition is consistent with the explanation process when its in contact with metal parts and instruments. However, nothing indicative of a device nonconformance was observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 36mm +1.5 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no valid j&j lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that patient underwent revision for leg length. Doi: unknown. Dor: (B)(6) 2025. Affected side: right hip.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.